Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the hilum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while dilating, the balloon ruptured and leaked. A second and third balloon device were attempted to be used but both balloons also ruptured and leaked. The customer stated that no pieces of the balloons detached inside the patient. The procedure was completed with a step dilator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to pinholes in the balloon. Microscopic evaluation found the balloon had pinholes located approximately 11mm and 46mm from the tip of the device. Also, after a destructive test, the balloon was cut, and it was possible to identify the proper glue on the ro markers. Additionally, the catheter was kinked at the balloon section. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without problems however it was not able to hold pressure due to pinholes located approximately 11mm and 46mm from the tip of the device. Also, after a destructive test, the balloon was cut, and it was possible to identify the proper glue on the ro markers. Additionally, the catheter was found kinked at the balloon section. It is possible that the pinholes found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinholes. Additionally, the catheter was kinked at the balloon section. It is possible that the kink found in the catheter occurred due to procedural factors such as excess force, how the device was handled and manipulated, or interaction with other devices. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the hilum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2025. During the procedure, while dilating, the balloon ruptured and leaked. A second and third balloon device were attempted to be used but both balloons also ruptured and leaked. The customer stated that no pieces of the balloons detached inside the patient. The procedure was completed with a step dilator. There were no patient complications reported as a result of this event.